Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were unconscious and were in the intensive care unit for three days. The customer¿s blood glucose level was unknown. Customer also reported that insulin pump did not give them insulin while at work. The devices will not be returned for analysis.